Event description:
The patient's friend reported the patient has never had good therapy, except for a brief time post-implant. The patient has new symptoms since implant that plague the patient daily (except while reclining): weakness, stiff neck, can't walk, head "feels" swollen and over-all malaise. The patient has been reprogrammed several times at the doctor's office. Device interrogation did not reveal any problems, however, lead placement was never checked. Surgery is not scheduled. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.